Manufacturer narrative:
Date of event: date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that they had their deep brain stimulation (dbs) device replaced because the implant failed after a year and a half. It was unknown if replacement was due to normal battery depletion, but it seemed awfully quick to them. It was noted their settings were kept pretty high on the old implant. No patient symptoms or further complications were reported as a result of this event. Refer to (B)(4) for details pertaining to recharging scs devices, and (B)(4) for details pertaining to the dbs holster.